Manufacturer narrative:
Product complaint # (B)(4). Investigation findings: c22 ¿ photo evaluation. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one empty labeled winding former and one needle-suture that pertains to product code sxpp1a405 were received for evaluation. During the visual assessment of the needle suture, it was noted that the swage and attachment area were as expected. Marks on the needle body that appear to be by a surgical instrument could be observed. The suture was examined, body fluids, damage at some barbs were noted and both sides of the fixation tab were broken. Photo investigation summary : this is an analysis for a photo submitted for evaluation. During visual analysis, the following was observed: the photo shows an open winding former with an undispensed suture/needle, the fixation tab is missing. Based on the photo review no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on 12/2/2022 and barbed suture was used. The fixation feature had been missing in the newly dispensed suture when it was opened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested